Event description:
It was reported that the pta balloon dilatation catheter was allegedly difficult to advance to a tight and calcified lower leg left pta lesion. It was further reported that the balloon failed to deflate after successful inflation of the balloon and dilatation of the vessel. Therefore, the balloon was over-pressurized at 25 atm to cause a rupture to deflate and remove the balloon. Reportedly, there was alleged damage to the catheter shaft. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: the result of the investigation is inconclusive for the deflation & difficulty to advance failure modes reported. The definitive root cause for the reported issues could not be determined based upon available information. Due to the condition of the device a functional evaluation could not be performed to for the deflation issue. While a (longitudinal) rupture was noted in the balloon it could not be confirmed if it was from the intentional destruction reported from the needle by the user. Both the inner and outer of the device were stretched for a length of 175mm. The manufacturing documentation was reviewed and shows no anomalies with the manufacture of this lot to suggest a product issue. It is unlikely that the inner and outer stretched issues is manufacturing related as 100% inspection is carried during catheter production. It is possible that patient factors (calcified lower leg left pta lesion) contributed to the reported difficult to advance issue. It is unknown if handling or procedural techniques together with the patient factors already mentioned may have contributed to the stretched inner and outer parts of the device. Labeling review: the IFU for the bantam otw product was reviewed and contains the following information relevant to the reported event: description: ¿ the hub/¿y¿ connector consists of a guidewire lumen, allowing the catheter to track over a guidewire, and a balloon port, used to inflate the balloon ¿ a 0.014¿ (0.356 mm) guidewire is recommended for use with the bantam¿ ¿ pta balloon catheter. Precautions: ¿ carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Directions for use: inspection and preparation ¿ remove the protective sheath by first withdrawing the stylet and then slowly removing the sheath while holding the catheter as close to the balloon as possible. ¿ if any resistance is felt, or if any stretching of the catheter is observed while removing the protective sheath, the product should not be used. ¿ the catheter should then be inspected for bends, kinks or stretched portions. Do not use if product damage is evident. ¿ prepare a mixture of contrast medium and deflation and withdrawal ¿ deflate the balloon by drawing a vacuum with a 20 ml or larger syringe. Note: the larger the syringe diameter, the greater the suction that is applied. For maximum deflation a 50 ml syringe is recommended. ¿ gently withdraw the catheter. As the balloon exits the vessel, use a smooth, gentle, steady, counterclockwise motion. If resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit under fluoroscopic guidance, particularly if balloon rupture or leakage is known or suspected. This may be accomplished by firmly grasping the balloon catheter and sheath as a unit and withdrawing both together, using a gentle twisting motion combined with traction. ¿ apply pressure to the insertion site according to standard practice or hospital protocol for percutaneous vascular procedures. (B)(4).

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The catalog number identified has not been cleared in the us, but is similar to the sleek otw pta dilatation catheter products that are cleared in the us. The 510 k number and pro code for the sleek otw ota dilatation catheter products are identified. (Expiry date 07/2021).

Event description:
It was reported that the pta balloon dilatation catheter was allegedly difficult to advance to a tight and calcified lower leg left pta lesion. It was further reported that the balloon failed to deflate after successful inflation of the balloon and dilatation of the vessel. Therefore, the balloon was over-pressurized at 25 atm to cause a rupture to deflate and remove the balloon. Reportedly, there was alleged damage to the catheter shaft. There was no reported patient injury.